Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that when she pulled the sensor off her son the sensor cannula was split in half and came apart. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected 1 opened and used sensor and found sensor cannula bent retracted inside sensor base. No broken or missing parts were observed during analysis. Unable to confirm customer received sensor in said condition due to customer returned opened and used.